Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5004669. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) leads were replaced due to migration, which subsequently resulted in inadequate stimulation. The patient underwent a lead revision procedure wherein their leads were explanted and replaced. The leads were discarded by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.